Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad anomaly and cosmetic damage. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was not performed. No harm requiring medical intervention was reported. Product return was requested for mmt-1884l, and the customer response was the insulin pump will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed displacement test and self test properly. All buttons were tested while navigating the menus and all button responded successfully during testing. Unit was downloaded successfully using carelink and thus software and uploaded trace/history files properly. The adapt tool was utilized to search for any 61=stuck key alarms that may have occurred in the past. The adapt tool reveals that no stuck key alarms were recorded. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. No damage noted to keypad assembly or the keypad traces, and j1 connector on pcb1 was locked properly during visual inspection. However, under microscopic inspection u1 on keypad assembly broken solder joint on pin #6 was noted that might of cause the intermittent button response. The following cosmetic damages were noted: scratched case, missing display window/cover, pillowing keypad overlay, minor scratched on lcd window and cracked keypad overlay. In conclusion, customer allegation was not confirmed. No intermittent button response was noted. Unit download successfully using carelink and thus software. However, during microscopic inspection broken solder joint on u1 keypad assembly. Unit was received with minor scratched on lcd window. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.